Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that two infusion sets fell off during use on (B)(6) 2024 and (B)(6) 2024. Blood glucose level on (B)(6) 2024 was 215mg/dl no further information available.